Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: unknown side rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.